Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father called and states that the customer jumped into a pool with the insulin pump on. Due to the exposure to fluid the insulin pump is being replaced. The customers blood glucose level was at 216 mg/dl. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to moisture damage on the keypad traces. No unexpected vibrate anomaly noted. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and lip. The device also had moisture damage on the electronic and motor assemblies.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.